Event description:
Customer complained of the following discrepant results: (B)(6) 2010, inratio: >7.5, lab: 1.9. Customer usually wipes the first drop. Sometimes customer sticks pt's finger before the green light.

Manufacturer narrative:
Investigation pending.